Event description:
The patient had an infection from the epidural and the htr was explanted.

Manufacturer narrative:
The doctor was able to implant the device, the surgery was delay as he modified the device so that it fit the patient. Review of device history records show that lot released with no recorded anomaly or deviation.